Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the luer adapter was found to be cracked, leaking, or broken. It was reported that the luer adapter was leaking, cracked or broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force during clinical application. Replication of the disengaged red luer adapter may occur when excessive force is applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: it is recommended that only luer-lock (threaded) connections be used (including syringes, bloodlines, IV tubing and sealing caps) with the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal dialysis process, (before initiating the dialysis), the doctor found that the red luer adapter initially had a crack and got broke while connecting and disconnecting during the dialysis treatment. It was stated that there was a leakage on the luer adapter. Nothing unusual observed prior to use. Providien iodine was the cleaning agent used on the device as well as used to clean the adapters. The insertion site was treated with providien iodine chlorhexidine prior to product placement. The cleaning agents were allowed to dry thoroughly prior to applying ointment(s) to the area. Tego was not utilized. No instrument was used to loosen or tighten the device but hands were used instead. No other products being utilized with the device. There was no blood loss and no transfusion was required. No medical intervention/treatment provided due to the event. It was said that the dialysis treatment was completed by using separate connector (the other blue port was said to be intact) which had resolved the issue. Thereafter the same day, the catheter was explanted and replaced with new one. There was no reported patient injury.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the luer adapter was found to be cracked, leaking, or broken. It was reported that the luer adapter was leaking, cracked or broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force during clinical application. Replication of the disengaged red luer adapter may occur when excessive force is applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: it is recommended that only luer-lock (threaded) connections be used (including syringes, bloodlines, IV tubing and sealing caps) with the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal dialysis process (before initiating the process), the doctor found that the red luer adapter had a crack and broke into pieces. It was stated that there was a leakage on the luer adapter. Nothing unusual observed prior to use. The catheter was not repaired. Providien iodine was the cleaning agent used on the device as well as used to clean the adapters. The insertion site was treated with providien iodine <(>&<)> chlorhexidine prior to product placement. The cleaning agents were allowed to dry thoroughly prior to applying ointment(s) to the area. Tego was not utilized. No instrument was used to loosen or tighten the device but hands were used instead. No other products being utilized with the device. There was no blood loss and no transfusion was required. No medical intervention/treatment provided due to the event. It was said that the issue was resolved by using a separate connector (they pulled out another one but it was intact) and the procedure was done and the treatment was completed. There was no reported patient injury.